Manufacturer narrative:
The covidien customer support engineer (cse) replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The device passed all testing. Covidien ref: (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced a device alert which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The date of the event unknown.